Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery in the middle of the night. The patient's blood glucose at the time of incident was 510 mg/dl. The customer planned to treat with a manual insulin injection. Troubleshooting was initiated for the no delivery. A prime attempted failed; however, the customer then used a plunger rod to slowly push insulin through the tubing and insulin successfully exited the tubing. The customer rewound the insulin pump and performed a manual prime and insulin exited. The customer was advised that the insulin pump was working as designed, and that the issue could have been site or set related. The customer was advised to change his infusion set and monitor the insulin pump. No products were returned or replaced.